Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. These results were expected since the recipient was explanted because of medical and clinical reasons, namely an infection with fistula formation not described in detail. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no information available points to the implant being the source of infection. However, not knowning the exact start of the infection, a later contamination of the device e.g. In the peri-operative period cannot be ruled out. In addition, the device explantation report form states that eight channels were found to be extra cochlea. The implant registration card does not provide any information concerning the initial electrode insertion, and a post-operative migration of the active electrode is possible. The device's housing was reportedly completely fixed and did not move from its intended position. The shocking and painful sensations expeienced by the recipient might have been caused by extra-cochlear stimulation. This is a final report.

Event description:
Information was received that the device was explanted due to an infection with fistula. The user was not re-implanted with a new device. Per explantation report form, 8 channels were found extra-cochlear at explantation. The user always had limited benefit from the device and had the auditory ability to detect some ling sounds. Some electrodes were disabled because the recipient had uncomfortable stimulation in addition to sounds, such as electrical sensation and pain.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device has been explanted due to a fistula and an infection.